Event description:
It was reported that there were issues with charging an implantable neurostimulator. The patient experienced problems with the recharger beeping as if it lacked a connection. The implant battery displayed irregular behavior, jumping from a red line to 30% and then to 70% immediately, and reaching 100% charge within 30 minutes, which was considered unusual. On another occasion, it took 3 hours to charge from empty to full, with the quality indicator fluctuating between good and excellent. The implant was positioned lower in the back than the patient thought it should be, and had to bend forward to get the recharger in place. The agent reviewed recharging information with the patient, who planned to follow up with the support team. No patient complications have been reported as a result of this event. Additional information was received from the patient (pt). Pt reports the equipment was working fine, but because the neurostimulator was low on their body it was hard to join it to the recharger. Also, the neurostimulator moves from the scared place it is supposed to be. [Omitted name, understood as manufacturer representative (rep)] suggested the patient put their recliner in a more relaxed position that will allow for the stimulator to lay flatter to charge rather than being stopped by the roundness of the patient's buttock. Pt reports it's not easy to do and takes an effort to get going. It's not even easy to get the communicator to connect to the neurostimulator, they have to hold it right next to their bottom, not an arms length away. Pt reports they have only had to charge one time since they "were there" so they will have to wait and see if it continues to work as suggested. [Omitted name, understood as rep] gave the patient their cell number in case they continue to have problems or have other problems. Pt reports they will be talking to their neurosurgeon's nurse on march 21st and explaining the problems to them to discuss with the doctor. Pt reports their pain has not diminished yet. Pt reports they can't remember how long it took at the beginning to feel the relief from the pain they had prior to surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.